Event description:
It was reported that in the 4 weeks after the lead implant procedure, there was a gradual increase of the right ventricular lead threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal and proximal conductors. The inner insulation was kinked/buckled and there was a breached cut on the outer insulation. There was blood in/on the helix mechanism, a tip seal observation, the lead was stretched, and there was apparent explant damage.